Event description:
The pump was returned due no screen input. The device was powered on, but the device did not fully power up. The screen on the returned device appeared white/blank and it did not respond to any touch. No other functions were activated. The fva pins did not cycle through, and the pumps did not go through normal cycling. Internal inspection found no damage and all cables were fully connected. The main pcba will be replaced during repair process.

Event description:
The following has been reported: powers on with a white blank display a preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a